Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens. The scrub tech loaded the lens and stated she had problems with the leading haptic during loading. The surgeon noted the haptic was bent/crimped after lens was inserted into the pt's eye. The incision was enlarged to remove the lens form the eye, no suture was needed. Backup lens was implanted. Reporter stated cause of this incident was loading error by the tech. The reporter stated the surgeon used a competitor's injection system. This system has not been approved by the manufacturer for this lens. The reporter stated they are aware that using this injection system is considered off-label use. No pt info is available.

Manufacturer narrative:
(B)(4). Results - a visual inspection of the returned product found the optic is torn and one loop haptic is torn off and missing. Lens was returned dry. There was evidence of clear surgical residue. Conclusions - based on the complaint history and the evaluation of the returned product, the root cause of the event has been determined to be due to loading error and off-label use of the injection system used with this model lens. (B)(4).